Event description:
Event description cpi received information that two unipolar leads were removed from service. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the leads 'did not sense'. The physician elected to replace the leads with a new sensing lead.